Manufacturer narrative:
The customer reported the ventilator was not plugged into ac power by the operator after the patient returned from dialysis. The customer reported the ventilator did not malfunction. The customer did not require evaluation or repair of the ventilator. The customer reported there was no malfunction and the root cause of the adverse event was related to user error. (B)(4).

Event description:
The customer reported the ventilator was found unplugged from ac power and powered off upon depletion of the battery, resulting in patient death. The customer reported patient involvement resulting in a code blue and death.